Event description:
Reportedly the pump was being used with a b-d syringe of morphine. The pump was set to infuse 4 ml and had only been running, for aprox. 2 hours when the patient was found by the nurse's aid with "purple fingers" and a pulse oximeter reading of 67. An rn identified that the syringe was empty, loaded properly and in the full up position, by opening the pump chamber. The rn also verified by pump history that the pump should have only delivered 4 ml. The patient was treated for an overdose of morphine and recovered.